Event description:
It was reported the patient received multiple inappropriate shocks from the right ventricular (rv) lead due to an apparent lead fracture and oversensing. The rv lead was capped and a new rv lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing with ventricular non-sustained tachycardia (nst) less than equal to 210 ms on (B)(6) 2012. Additionally, there was ventricular fibrillation less than equal to 190 ms average v-cycle on (B)(6) 2012. Also, there was interference/noise with ventricular short interval count (v-sic) equal to 2365 counts avg/day, in 9.09 days, between (B)(6) 2012.